Event description:
This ptca/stenting treatment procedure involved a calcified and 90% stenotic lesion in the distal portion of a tortuous left circumflex coronary artery. The maverick2 monorail balloon was used to predilate the lesion prior to placement of a tristar stent, but lost pressure at 12 atm's on the second inflation. (The number of atm's reached on the initial inflation was 6 atm's.) The patient was asymptomatic during this event. A terumo introducer sheath (size unknown), a neo's soft guidewire (size unknown), a cyber guide catheter (size unknown), but which inflation device was used are unknown. The procedure was successfully completed. Patient status is reported as "good"